Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4: device identification - additional information. D9: device - additional information. G3: date received by manufacturer- additional information. H2: additional information / device evaluation. H3: reason for non-evaluation - additional information . H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that signal loss over one hour occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion.  No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Pairing test was performed and passed. Functional test was performed and passed. A review of the share logs was performed and signal loss was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.